Event description:
Nurse spiked 1 liter bag of lactated ringers (baxter: lot c854604, exp: may 2013) with a baxter secondary medication adminstration set (2c7461). When the drip chamber was squeezed to prime the line, the contents of drip chamber appeared cloudy. The IV bag and line were then sent to the pharmacy. I tried to repeat the problem. With a new secondary adminstration set kept in the pharmacy and no clouding occurred. I am unsure if this may be an issue with the IV solution or with the administration set.